Manufacturer narrative:
Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs300 intra-aortic balloon pump (iabp) facing battery charging issue. A getinge field service engineer (fse) reported that battery does not charging. Fse replaced the power supply charger, caster color, caster dual-function color. Now the machine can charge the battery. Cardiosave iabp pm services completed. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) battery will not charge. There was no patient involvement.